Event description:
It was reported that patient enrolled in a clinical study underwent a left total hip arthroplasty on (B)(6) 2004. Subsequently, patient underwent a revision procedure on (B)(6) 2005 due to mechanical complications and loosening. During the revision procedure, the modular head and acetabular cup were removed and replaced. A review of the invoice history confirmed the surgery dates and which components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."